Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic with episodes of noise reversion recorded by the pulse generator. There were also stored episodes of high ventricular rate. The noise was not reproducible with isometric testing in clinic. Programming interventions were made. The patient was stable.